Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd luer-lok syringe had a broken plunger rod. The following information was provided by the initial reporter: "plastic on syringe plunger broken; not useable".

Event description:
It was reported bd luer-lok syringe had a broken plunger rod. The following information was provided by the initial reporter: "plastic on syringe plunger broken; not useable".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation: yes. D10: returned to manufacturer on: 2021-12-07. H6: investigation summary: sample and photo received for investigation. Upon visual inspection of the alleged defect it can be observed part on the plunger is broken. A device history review was performed for lot 2105003, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Possible root cause is associated with the manufacturing process. This defect has been produced due to a damage or hit on plunger during manufacturing process or transport. The areas where pieces run in manufacturing area are protected to avoid damage on product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.